Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd bactec¿ subculturing/aerobic venting unit the lab technician stuck themselves with a needle contaminated with patient blood sample. The lab technician was attempting to sub-culture a blood culture vial that had been flagged as positive when the stick occurred. After the injury, the lab technician sought medical care and was placed on an unspecified cocktail of medication to prevent contraction of hiv. The customer was unaware if the blood sample in the vial was collected from a patient with a history of hiv. The technician reportedly felt ill and experienced vomiting after taking the medication. There was no indication the technician contracted a blood bourne disease.

Event description:
It was reported that while using a bd bactec¿ subculturing/aerobic venting unit the lab technician stuck themselves with a needle contaminated with patient blood sample. The lab technician was attempting to sub-culture a blood culture vial that had been flagged as positive when the stick occurred. The blood sample was positive for staphylococcus aureus. After the injury, the lab technician sought medical care and was placed on an unspecified cocktail of medication to prevent contraction of hiv. The customer was unaware if the blood sample in the vial was collected from a patient with a history of hiv. The technician reportedly felt ill and experienced vomiting after taking the medication. There was no indication the technician contracted a blood bourne disease. The technician was cleared by the facility occupational health department and returned to work.

Manufacturer narrative:
New additional information was received after submission of the initial MDR. During the investigation is was determined that the material number initially provided by the customer was incorrect, this update has changed the manufacturing site to bd diagnostic systems in sparks, md. Describe event or problem updated to: it was reported that while using a bd bactec¿ subculturing/aerobic venting unit the lab technician stuck themselves with a needle contaminated with patient blood sample. The lab technician was attempting to sub-culture a blood culture vial that had been flagged as positive when the stick occurred. The blood sample was positive for staphylococcus aureus. After the injury, the lab technician sought medical care and was placed on an unspecified cocktail of medication to prevent contraction of hiv. The customer was unaware if the blood sample in the vial was collected from a patient with a history of hiv. The technician reportedly felt ill and experienced vomiting after taking the medication. There was no indication the technician contracted a blood bourne disease. The technician was cleared by the facility occupational health department and returned to work. Other relevant history updated to: the blood sample was positive for staphylococcus aureus. The customer was unaware if the blood sample in the vial was collect from a patient with a history of hiv. Medical device manufacture updated to: becton, dickinson & co., sparks, md. Medical device catalog # updated to: 271056. Manufacturing location updated to: becton, dickinson & co.,(B)(4). Investigation summary: this complaint is for a customer experiencing a needle stick when using sterile ub/vent unit for culture bottle (catalog # 271056). No product batch number was provided by the customer (either in the complaint pr or from any other form of communication from the customer). The bd venting needle is used by lab technicians for venting blood culture bottles and subculture of the blood bottle through the placement of drops of blood culture broth onto plated media. This product is labeled by bd. No product returns, photos, or customer reports were received. Multiple attempts were made by bd technical services to receive additional information from the customer. No batch number was provided so a review of quality notifications on the batch (if any) could not be performed, a batch history record review could not be performed and retention samples from the complaint batch could not be inspected for defects. A review of the batch history record for the most recently manufactured batch (batch 190401, manufactured 17jul2019) was reviewed to ensure that current labeling contains the appropriate warnings for the user. A review of the product labeling for this batch confirmed that current product labeling includes the appropriate warnings. The complaint record does not specify whether or not the user was wearing ppe (including gloves) during the incident. The complaint event information currently provided, makes no indication that the technician contracted a blood borne disease. Complaint trending was performed and bd has only received this single (1) complaint in the last 12 months & no trends were identified for this event type (needle stick). Based on a review of complaints over the last year and the occurrence of this incident, no further corrective action is required. Bd has reviewed the risk management files for this product and deem the current labeling, regarding warnings, is sufficient as this incident has only occurred one time in the last year. Bd idast quality will continue to monitor trends and changes in occurrence. Investigation conclusion: this complaint is not confirmed because the lack of information provided, limited the complaint investigation. Still, the complaint was assigned a reportable status. Root cause description: root cause was not determined. No product batch number was provided to further the investigation.